Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error (se) 2240 (air in line/set) during use of the homechoice (hc) machine. According to the report, the hp stated that this occurred during drain three of three, while the hp was connected. The hp also stated that they saw air in the patient and drain line. During troubleshooting, no abnormalities were noted that could have caused or lead to this se. The technical services representative (tsr) explained the alarm and assisted the hp in clearing it. It is unknown how the hp planned to complete therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.